Event description:
Indication: the patient underwent a biventricular pacemaker implantation in (B)(6) 2015 with av node ablation, and did great. She awoke this morning with palpitations and was brought to the emergency department. Her device had switched to vvi 72ppm safety mode, disallowing interrogation, with programming switched to unipolar pacing mode. Procedure summary: ...the old pulse generator was removed from the pocket, disconnected from the leads, and removed from the sterile field. A pocket was then formed medially large enough to accommodate the generator. The pocket was then irrigated with copious amounts of antibiotic containing solution. The pulse generator was attached to the pacing leads and positioned in the preformed pocket. The incision was then closed in three layers. First, a deep layer of 2-0 vicryl, then a running subcutaneous layer of 3-0 vicryl, and finally a subcuticular layer of 4-0 monocryl. The wound was then dressed with a sterile dressing. A transparent op-site was applied and a pressure dressing was placed over the site. The patient tolerated the procedure well without complication.